Event description:
Complainant alleged that during biomed testing, the device displayed ''spm self-test failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure - 1474" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing without duplicating the report. Internal inspection found kinked tubing from the spm compressor flow transducer to mix flow manifold. The ribbon cable from the front case was pushing against the hoses. The tubing and a clip to a ribbon cable were replaced as a pre-caution. Analysis of reports of this type has not identified an increase in trend.